Manufacturer narrative:
Revised section with updated description of event and resolutions. Updates to section related to the new information received. Updates to section including codes. Health effect - impact code: added. Investigation findings: replaced previous codes. Investigation conclusions: replaced previous codes. Uromedica complaint-(B)(4).

Event description:
Recurrence of postoperative acute urinary retention in a proact patient. The patient returned to the ER a second time in the same day presenting with a recurrence of acute urinary retention after initial resolutions were unsuccessful. The physician placed a 16f catheter and provided balloon volume adjustments to reduce the balloon volumes to 0.5ml.

Manufacturer narrative:
The initial report of the patient's second visit to the ER indicated that the physician had plans to treat the patient's urinary retention with a catheter and reduce the balloon volumes. Subsequent updates confirmed that the patient's retention was resolved with balloon volume adjustments, however, uromedica has not yet been able to confirm if a catheter was also placed as part of the planned resolution. Uromedica representatives have reached out to the physician to confirm if the resolution was made with or without the catheter placement. An appended report will be submitted pending the outcome of this request for information. Uromedica complaint: (B)(4).

Event description:
Recurrence of postoperative acute urinary retention in a proact patient. The patient returned to the ER a second time in the same day presenting with a recurrence of acute urinary retention after initial resolutions were unsuccessful. The physician provided additional adjustments to further reduce the balloon volumes.